Manufacturer narrative:
The site was able to unblock the universal surgical manipulator 2 (usm 2) tornado axis after removing all drapes and rebooting the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause of the alleged tornado axis not responding cannot be determined based on the information provided and phone support details. The site was able to unblock the usm 2 tornado axis after removing all drapes and rebooting the system. The phone support details did not reveal any issues related to the customer reported event. This complaint is being reported based on the following conclusion: the customer converted to open surgery after the start of the procedure due to tornado axis not responding.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tornado axis was not responding when the site pressed the clearance buttons. They were at the end of the procedure, but wanted to gain clearance as they had continuous collisions between universal surgical manipulators (usm) 1 and 2. Prior to calling the technical support engineer (tse), the site pressed the emergency stop and recovered without success. The tse guided the caller to power off the system and emergency power off (epo) the patient side cart (psc) without success. The tse reviewed the logs and they were clear. The tse guided the caller to undrape usm2 and test the functionality of the clearance buttons. The clearance buttons responded when pressed (audible sound), but there was no reaction on the tornado axis. The site stated it was not possible to continue with the current tornado position due to the collisions. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up on 28-nov-2022 and obtained the following additional information: due to spanish laws, they are not allowed to provide patient information.